Event description:
Patient in surgery for a removal spacer, with reimplant of right hip. A biomet drill was being used and the tip of the drill bit broke off. The piece was retrieved in its entirety. No need to perform an x-ray. Manager of central sterile and director of the operating room notified.